Manufacturer narrative:
The device was unable to be evaluated as it was not returned. If the device is received in the future an evaluation will be performed. The reported event was unable to be confirmed or replicated. A cause of the reported event could not be determined at this time.

Event description:
It was reported that the fluid warming device's lcd is bad. There was no additional information provided.

Manufacturer narrative:
Other, other text: additional information d4 UDI is unknown. No product information has been provided to date. This MDR was generated under protocol b10010116, as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Received device in good condition. Corroded drain fitting. Wear and tear on the tank cover, front, rear enclosure and the line cord. The technician started with a visual inspection then filled tank with water and attached temperature check. Plugged in line cord and turned on the power switch. The reported issue was confirmed. The root cause of the reported issue was found to be faulty printed circuit board (pcb). The technician replaced pcb., corrected data: d10 h3.